Manufacturer narrative:
Trackwise ID# (B)(4) updated section. Corrected section. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000372477 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure material deformation; c-ring. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a

Manufacturer narrative:
Trackwise ID # (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure using vasoview hemopro 2, after the dissection process was completed, they attempted to perform branch ligation. However, it was quickly noticed that when the bisector was extended it would cross over or into the c-ring. Due to this defect, the device was deemed unsafe for use and was removed from the surgical field. A new vasoview hemopro 2 kits was opened and the case was finished with no other issues. No injuries occurred due to the defect. The only surgical delay was the time needed to open up a new hemopro 2 kit which was 2 minutes.